Manufacturer narrative:
Items returned for investigation: -eric spheres -eric pusher (distal) items not returned for investigation: -eric pusher (proximal) -eric distal coil the device was returned with the distal coil and monofilament broken at the attachment point (img a); the distal coil was not returned for evaluation. The pusher was returned cut 3cm proximal of the spheres (img b); the portion of the pusher proximal to the cut section was not returned for evaluation. The investigation of the returned eric device found the distal coil and attachment monofilament broken, which is consistent with the alleged product issue. The distal coil was not returned for evaluation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The pusher was returned cut and the proximal segment and the proximal segment was not returned; this appears to have been done by the physician prior to device return, but would not have contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
It was reported that during the use of the eric, the physician noticed that the distal radiopaque marker was spontaneously detached from the eric. After several attempts, he was able to remove it through the sofia. No patient injury was reported.